Manufacturer narrative:
One device has been returned for evaluation. The evaluation is in-process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that during an angiogram of a fistula graft in the left arm, a section of the access sheath dilator broke off in the patient. The physician attempted to snare the section but was unsuccessful. The patient was transferred and admitted to a hospital where the section was surgically removed and the problem lesion was fixed. No further harm or injury to the patient was reported.